Event description:
It was reported that the pt experienced a shooting pain from his ipg site down his left leg to his knee. He is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.